Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm during a case. There was no patient injury.

Manufacturer narrative:
The leak was from a non-ge healthcare sodalime canister. There was no leak from the ge device. H3 other text : the leak was from a non-ge healthcare sodalime canister. There was no leak from the ge device.